Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended. The customer's blood glucose was 148 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.